Event description:
During induction of anesthesia by mask, the expandable circuit fractured into two pieces when the circuit was expanded. Rptr had to emergently change the circuit. This problems occurred at a time when the pt was in the excitement stage of anesthesia. If another circuit had not been immediately available, the consequences could have been very serious. Fortunately, there was no adverse outcome. This is the 6th medwatch report rptr is filing against this product.